Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a hypoglycemic event was reported. The patient stated the g6 mobile application did not alert them of a low in which they went into hypoglycemia with a blood glucose value of 3.2 mmol/l. The patient treated themselves with 2-3 small glasses of orange juice and came to after 15-20 minutes. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of not getting the low alarm on the dexcom g6 mobile application was confirmed. The root cause could not be determined.